Event description:
Halyard health received a report stating that transgastric enteral feeding tube failed during use. The enteral feeding "tube starts to degrade as if something is eating through the tube from the inside." The pt was taken to the interventional radiology dept for replacement of the device. No add'l info was provided in regards to the pt's status. Add'l info has been requested but not yet received

Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).